Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 95% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.